Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Upon interrogation, battery data error was shown. Pt had back surgery recently. Rep suspects that cautery caused this battery error. After reinitializing, error message was still present. Sensing, threshold and all other tests are normal. Device is functioning normally and remains implanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation the programmer device prompted a warning message regarding the battery condition. Subsequent inspection of the memory content revealed that the clinical observation resulted from a temporarily slightly elevated current consumption. The root cause of this observation could not be determined based on the information available for analysis. At a next step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from a temporarily slightly elevated current consumption. The root cause could not be determined based on the information available for analysis. However, it cannot be excluded that external influences such as the cautery mentioned in the complaint description might have contributed to this observation. There was no indication of a pacemaker malfunction. The pacemaker proved to be fully functional. The analysis did not reveal any indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.